Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customer blood glucose was 502 mg/dl. Elevated blood glucose was addressed by a bolus via the pump.